Manufacturer narrative:
A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects. It was reported that the latitude monitoring system had a high impedance alert for this system. An office follow-up confirmed the shock impedance was high and out-of-range. The system therapy has now been programmed off while the physician decides what to do next. There were no known adverse patient effects. The system remains implanted.

Event description:
It was reported that the latitude monitoring system had a high impedance alert for this system. An office follow-up confirmed the shock impedance was high and out-of-range. The system therapy has now been programmed off while the physician decides what to do next. There were no known adverse patient effects. The system remains implanted.